Event description:
It was reported that, during an tka surgery, the internal cylinder on the pin driver stopped spinning while the external one kept spinning with the drill. The issue was resolved by using the back-up device. It is unknown if surgery was delayed. The patient was not harmed.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. Visual inspection of the returned pin driver found that the outer portion would spin when it should have been fixed in place. The relationship of the subject device and the reported event has been established. The broken pin driver was due to a mechanical component failure. Contributing factors were related to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw.